Event description:
Follow-up revealed the patient's symptoms resolved over time.

Event description:
It was reported the patient has been experiencing a severe headache and pain from his neck to his back. There is no further action planned at this time. Further patient and device information are unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.